Event description:
The valve was explanted due to dehiscence nine months postoperatively. The valve was replaced with another silzone valve and the patient had no further reported complications. The surgeon utilized a continuous suturing technique with prolene suture. The second silzone valve was implanted utilizing an interrupted mattress technique with polyester suture.